Event description:
It was reported: patient discomfort. Tibial baseplate removed and replaced. Co is still attempting to obtain the original surgery information for this patient. The original part and lot numbers for the explanted baseplate, as well as the original surgery date are still unknown.

Event description:
It was reported: pt discomfort. Tibial baseplate removed and replaced.